Event description:
It was reported that the device would not operate on dc power. There was no pt use associated with reported event.

Manufacturer narrative:
Physio-control, inc. Inspected the device with physical damage being noted to the system pcb. Replacement of the pcb was recommended to the customer; however, the customer declined repair and will scrap the device. The device was not returned to physio-control for further eval.